Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to presyncopal symptoms. Upon attempt interrogation, the pulse generator could not be interrogated. On (B)(6) 2016, the device was explanted and replaced. No further information was available.